Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There has been one other complaint reported in the lot number. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that seven days following a cataract removal with intraocular lens (iol) implant procedure, appearance of inflammatory syndrome evoking tass (toxic anterior segment syndrome) was noted. The patient was treated with topical and subconjunctival corticotherapy. Additional information has been requested. This is one of four medical device reports for this facility.

Manufacturer narrative:
The customer indicated the use of a viscoelastic which is not qualified for this lens with any of the qualified cartridge combinations. The product investigation could not identify a root cause. (B)(4).

Event description:
Further information was received, indicating that all patients had experienced similar clinical findings: anterior segment inflammation with 3+ tyndall, hypopyon, fibrin reaction with deposits on the anterior capsule and the iol, loss of visual acuity, some pain, and light vitreous inflammation. It was also reported that one patient had an irvine-gass syndrome (cystoid macular edema). It is unclear if the additionally reported symptoms were experienced by this specific patient. It was clarified, however, that there was no loss of visual acuity after treatment. It was also reported that one patient experienced tass in lower conditions after implantation of an iol which had been soaked in balanced salt solution (bss); it is unknown for which case this applies.